Manufacturer narrative:
(B)(4). Batch r57888. The analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a pulmonary lobectomy by video procedure, there are problems with the use of the echelon flex stapler during stapling. The load was fired with a staple line but there was no return of the blade and it was difficult to open the stapler. All relevant maneuvers were successfully completed at the opening. It was necessary to use a new stapler to complete the procedure. There was no harm to the patient.